Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted fibrotic tissue and purulent material overlying the mesh. He explanted the mesh and infected tissue. A wound vac was applied to the lower abdomen. It was reported that the patient experienced infection, sinus tracts, fistulous tracts, chronic inflammatory response, foreign body giant cell reaction, fibrosis, purulence, swelling, tenderness, abdominal pain, and discomfort. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/18/2021.